Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient is experiencing pain. Allegedly, the patient may need to undergo a revision surgery for implant loosening.

Manufacturer narrative:
The complaint couldn't be confirmed, since the returned image for evaluation don't matches the alleged failure. Medical profession reviewed the received information and noted: the revision planning is exploratory; the main complaint is pain. All components are well-fixed to the bone and in a good position. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient is experiencing pain. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.